Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Mdrs related to this report: 2029214-2017-00591, 2029214-2017-00592.

Event description:
Medtronic received information that during treatment of an aneurysm located in the right middle cerebral artery, there was moderate resistance while advancing two pipelines through a non-medtronic microcatheter and the push wire detached at the hypotube proximal to the wire weld. It was reported that the first (ped-400-20) was advanced with moderate resistance and the pushwire was observed detached. The pipeline and pushwire were removed successfully from the patient. A second device was attempted (ped-350-35) and resistance was again felt during advancement and in this case the push wire was also observed detached. The pipeline and pushwire were again removed from the patient. A new device was used to complete the procedure. No patient injury was reported. The patient had severe vessel tortuosity.